Event description:
It was reported that there was an issue with the pa line. Attempts have been made to retrieve additional information regarding the event. No patient complications were reported.

Manufacturer narrative:
We received one 746hf8 catheters with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The reported event of "issue with the pa line" was not confirmed. However, balloon leakage was observed through several cracks of latex degradation throughout the surface the balloon along with missing latex. It is to be noted that deterioration is a condition usually cased by age, excessive exposure to light, atmosphere, or ozone. The deterioration can present itself as a maze of fine cracks or crazing can appeared on the balloon surface. The condition may occur in a small area or cover the entire balloon. All through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter and syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.